Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 177 mg/dl. The customer stated the pump alarmed no delivery during a bolus. The customer stated that she did an infusion set change and then delivered a bolus and received the no delivery alarm. The customer was advised that recurring no delivery alarms may be due to site, set or reservoir issues. The customer was advised to try the remedies reviewed to prevent recurring alarms. The customer was advised to avoid bending the tubing where it connects to the reservoir. The customer was advised to monitor the pump and call back if problems persist.